Event description:
The distributor in spain forwarded a report that a coil had "lost its memory." The coil when returned was found to be broken. Co requested more info from the distributor, but they were unable to get any more info from the hosp. No info about the pt was received.